Event description:
The pt expired on 01/01/2000. At the time of the pt's death there was no indication of inappropriate medical care. On 05/16/2000, the coroner notified organization that the pt had elevated levels of morphine in the blood stream. The pt was receiving morphine via baxter pca pump prior to death.